Event description:
It was reported that an ilet bionic pancreas generated multiple alert 38 notifications indicating consecutive motor stalls while the battery level was greater than 50 percent, and a replacement device was provided with instructions to shut down the malfunctioning unit and return it. Symptoms included none, as the user¿s blood glucose remained in range without adverse events. Outcomes included no injury, no hospitalization, and the user transitioned to backup insulin therapy until receiving the replacement device. Investigation included customer interview, device history review as applicable, and logistical review associated with replacement and return. Investigation of this device revealed a reported motor stall alarm condition consistent with a pump drive or motor performance issue, though the device was not returned for evaluation and no device-level findings were confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to lack of returned product and unavailable confirmation testing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.